Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient had been admitted to the hospital for diabetic ketoacidosis (dka). It was unknown whether the patient remained on the pump. The patient was treated at the hospital. Customer technical support (cts) noted that this had been the 3rd time the patient had been admitted to the hospital for dka. The reporter indicated that the patient was having issues receiving supplies, and that cts advised the reporter that the patient has only been ordering supplies once a year. It is unclear at this time if the alleged dka was associated with the patient running out of supplies or not since troubleshooting could not be completed at the time of the complaint. Cts made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced dka with hospitalization. The pump could not be ruled out as a contributing factor.